Manufacturer narrative:
Zoll medical corporation has not received the product, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treating a pt (age and gender unknown), the device advised shock for what clinicians believed was a non-shockable rhythm. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.